Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. It was reported that no dft testing was performed at implant and the patient has never received a shock since implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).